Event description:
It was reported that pump displayed malfunction code malf 0 with associated fault ID but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully performed reset without recurrence of malfunction, and was advised to continue using pump and to call back if issue returned, which customer acknowledged and understood.